Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico, us.

Event description:
Unomedical reference number (B)(4). Event occurred in puerto rico. On 01-jul-2024, it was reported that the patient faced infusion set tubing came apart from quick release at abdomen while sleeping, which cause the patient blood glucose elevated 238 mg/dl. The infusion set was in use for one day. No further information available.